Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a coronary diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same result. Hemostasis was achieved with a third proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.